Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the device during insertion.

Event description:
On 8/30/2021 it was reported by sales rep via email that ar-8973-07 fibulock drill guide sleeve will not fit into the fibulock jig the way is supposed to, causing resistance. Surgeon was able to plate ankle regardless, successfully completing procedure. No patient affected.